Event description:
A falsely elevated hb1c result was obtained on a patient sample. The patient result was reported to the physician. The sample result was re-evaluated properly after a shift in qc was noticed. A scaler value was corrected and a lower result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The user incorrectly entered numbers on the lot specific scaler b parameter they input into the instrument software. They input the scaler b value +0.02500 rather than the value -0.0025 as printed on the lot specific label. The instrument is performing within specifications. No further evaluation of the device is required.